Event description:
According to the report of (B)(4) 2012, the patient had undergone a correction surgery in (B)(6) 2012, as the active electrode came through the eardrum. After this correction surgery, the patient's hearing performance was soft and could not wear the audio processor because of pain and an uncomfortable feeling like pins and needles. The patient often feels a tingling on the right side of her face and neck, and cannot lit on the right side of her head. The patient felt pain on touching her head around the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.